Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported an air detected in the cassette alarm during fill 2 of 4 of peritoneal dialysis treatment. The patient cancelled treatment and observed a hole in the tubing set and a fluid leak. Patient was advised to cancel treatment and contact the peritoneal dialysis nurse. Additional information was solicited. The set has not been made available for evaluation. No adverse event reported at this time.